Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mitral regurgitation (mr) with a grade 3. One clip was implanted, reducing the mr 1. On (B)(6) 2022, the patient returned with severe symptoms, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. On (B)(6) 2022, the patient had mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. In this case, based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. It is possible the patient conditions contributed to the slda as there was no issue noted during the procedure; however, this cannot be confirmed. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided, the reported recurrent mr appears to be due to the slda. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized and had a mitral valve replacement. The investigation was unable to determine a cause for the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.